Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl. The personal diabetes manager (pdm) reportedly lost the data entered in by the patient and no longer displays an error message to alert the user of an issue. The patient received insulin for treatment while hospitalized. Further information is not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.